Event description:
It was reported that both monitors would not display images and the customer was unable to use the system. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was removed from service.